Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor connector pin was bent, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant attempt of the lead, the physician was unable to get good capture thresholds despite multiple repositions and numerous high impedance readings were encountered. Therefore, the lead was explanted and replaced with a new lead successfully. No patient complications have been reported as a result of this event.